Event description:
The complainant reports the pt was found to have "difficulty in breathing" and a "loss in vital signs" after intubation. It is further reported the nurse assessed the pt at that time and found the lumen of the reinforced endotracheal tube (ett) was "inflated". Additionally, it is reported the pt was reintubated with the same type of ett from a different lot. The complainant could not provide the patient's vital signs or treatment provided surrounding this event.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted. Note: this complaint issue occurred on separate cases. A separate 3500a form has been completed for the other cases.